Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 5 devices exhibited tube push off and leaked blood from the sleeve. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos shows evidence of sleeve leakage but no tube push off. A total of 10 retained samples were used to draw six tubes each. No leakage was observed, and no tubes were pushed off by the sleeve. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 5 devices exhibited tube push off and leaked blood from the sleeve. There was no health impact or consequences reported.